Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was difficult to remove. After the catheter was placed in the operating room, upon attempting to remove it in the ward, the catheter got caught near the urethral orifice and there was strong resistance. The catheter was successfully removed using a lubricant, but it took about 15 minutes to remove it. When the balloon was removed, it looked like a cuff ring (mushroomed balloon) which caused the removal difficulty, but it returned to its original state naturally.

Manufacturer narrative:
The reported event was unconfirmed. Received two (2) photo samples. First photo sample showcases a 3-waytemp sensing catheter with cut portion of inlet tubing. Second photo sample showcases catheter partially inflated. Received a 3-waytemp sensing catheter with cut portion of inlet tubing. Visual inspection noted no obvious defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and it rested with no leaks noted. Deflated passively in under one (1) minute with no leaks, mushrooming, or cuffing noted. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and it rested with no leaks noted. This is within specification per inspection procedure (B)(4), revision 0, which states, " balloon must not cuff after deflation". No root cause was provided as the reported event was unconfirmed. A device history record review was not required as the reported event was unconfirmed, however device history record review was completed prior to sample evaluation and found nothing that could have caused or contributed to the reported event. As the reported event was unconfirmed a labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was difficult to remove. After the catheter was placed in the operating room, upon attempting to remove it in the ward, the catheter got caught near the urethral orifice and there was strong resistance. The catheter was successfully removed using a lubricant, but it took about 15 minutes to remove it. When the balloon was removed, it looked like a cuff ring (mushroomed balloon) which caused the removal difficulty, but it returned to its original state naturally.